Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there was foreign matter on device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter and translated to english. The customer stated: "when opening the package, it was found that there was foreign matter similar to hair inside barrel." Additional information received: 04-09-21 it was understood that the complaint occurred in the ICU department . The nurse stated that a foreign matter similar to hair was found inside the blood gas needle during the puncture. The blood gas needle was about 1 cm long. The operation was completed by replacing and using a new needle."